Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h11 the following sections were corrected: g1, h6. H11: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in an hhe: implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision reported is prosthesis wear, disassembly, instability, and a combination of risk factors specified in an hhe. The cause of the reported disassembly cannot be conclusively determined but potential root causes include damage to the locking feature, wear of the acetabular liner, and/or patient-related factors. However, wear, disassembly, and instability cannot be confirmed from the reported information, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 3622026 - 130-28-51 - nv gxl linr, ntrl, 28mm ID, group 1 cups 3675845 - 188-00-07 - wedge plasma s/o sz 7 5119550 - 142-28-00 - cocr fem head 28mm +0 offset 12/14 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01677. The most likely underlying cause for the revision reported is prosthesis wear, disassembly, instability, and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 55 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint pain, joint swelling and stiffness, loss of function, tissue damage, revision surgery, instability, and polyethylene liner dissociation. No further issues or complications were reported. No additional information is available.